Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the knife blade was engaged as usual when the surgeon pressed the trigger. However, the knife blade did not retract after being activated which resulted in the knife blade being exposed when it entered the abdominal cavity. The surgeon noticed that something was wrong in an early stage. The surgeon pulled out the trocar and saw that the knife blade was still activated. The incident did not cause any sufficient bleeding, nor was there any internal organ damage or tissue perforation. The incident did not extend the operation at all. No pt injury was reported.

Manufacturer narrative:
(B)(4).